Event description:
The customer reported that during a routine check of the unit, the unit displayed on the display and on the recorder print strip, an "electrical test failure code" alarm. No pt involved.